Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed. The device was being deployed as usual; however, the plug appears to have separated from the foot plate before full deployment. There was no harm to the patient. Additional information was received on 21feb2020. The footplate separated from the collagen plug during deployment before the green marker was seen. The procedure performed for the patient prior to use of the device was an angiogram visceral arteries. A 5fr sheath was used. The patient was in stable condition. Hemostasis was achieved by manual compression. Blood loss was not greater than 250cc. The foot plate of the device was not attached to the collagen plug. The puncture site was mid common femoral artery. Pulse was palpable with no evidence of vessel occlusion and no hematoma. Pulses were present. Additional information was received on 02mar2020. The footplate was left in the patient; it had detached from the rest of the device. However, there was no clinical evidence of a problem associated with this.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with the sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve which was in the full rear lock position with the color bands fully exposed. The compaction tube could be seen released but the distal green tamping marker could not be exposed. The compressed collagen hung at the tip of the tamper tube. The anchor could not be located and was likely detached from the suture/collagen. A portion of the carrier tube could be seen exposed at the distal end of the sheath. There was a large noticeable kink in the sheath between the letter s and e in the angio-seal logo on the sheath. The button was 'stiff' upon receipt. No other anomalies were noted with the device. Fluoroscopic analysis of the device was conducted. When attempting to locate the tamper tube and rack, a kink was found in the carrier tube assembly and the x-ray imaging revealed that the rack notch had broken at connection section of the tamper tube. However, the broken notch of the rack was found to be connected to tamper tube. No other visual anomalies were noted. Functional testing was performed, and the button was pressed, and the tension was applied to the distal end of the suture. The suture was released as intended and no functional anomalies were noted. The upper handle was separated from the lower handle. The gearbox assembly was then found to be in the distal position with no portion of the rack visible proximal to the gearbox assembly. The rack had been fully advanced to its distal movement stop. The suture could be seen tethered to the suture stake. No suture was present on the spool. No gross visual anomalies were observed with the gearbox assembly. Dimensional testing was performed, the outer diameter of the compaction tube was measured to be 0.054'' and was within the specifications of 0.055 +/-0.002. All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was subjected to a large degree of force to cause the large kink deformation, the kink would have led to tamping difficulties including the rack breaking within the carrier tube assembly. It is likely that off axis forces were applied to carrier tube assembly and sheath which led to the damage to the rack. The origin of these off-axis forces is unknown. It is likely that while during deployment of the device or during tamping difficulties, the tensile force of the suture was exceeded which would have led to undue force on the anchor leading to detachment. However, the exact cause of the reported event cannot be definitively determined based on the available information.